Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-29, serial/lot #: (B)(6), ubd: 30-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with a membranous septum length of 3 mm or greater, a pre-implant balloon aortic valvuloplasty (bav) was performed. After the bav, left bundle branch block was noted. The lbbb returned several times during the procedure and remained after the placement of the valve. The temporary pacemaker was repositioned from the internal jugular vein, intubation was performed, and the patient left the procedure with the temporary pacemaker in place. No additional adverse patient effects were reported.